Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there is a known atrial lead ( model 4524) malfunction and it is not being used anymore. It was also reported the ventricular lead (model 4024) had been permanently programmed to unipolar due to issues in bipolar; specifics were not reported. A manufacturer technical consultant discussed the potential of lead insulation problems. Replacement of both leads is planned. No patient complications have been reported as a result of this event.